Event description:
After an implantation period of approximately 41 months eri was reported. No adverse patient side effects have been reported. The ICD is under analysis at the moment.

Manufacturer narrative:
Upon receipt, the interrogation of the ICD confirmed the battery status eri. The device was implanted for 42 months and 17 charging cycles were recorded to the device memory. The memory content of the device was inspected, revealing no anomalies. In a next step, the ICD was subjected to an electrical analysis. First, the impedance measurement functions as well as the sensing functionality of the device were thoroughly tested and proved to be fully functional. The device sensed the attached heart signals free of noise and the measured impedances were normal and as expected. Subsequently, the ability of the device to deliver therapies was verified. The antibradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached and the charging time was as expected. The current consumption of the ICD was analyzed and found to be normal and as expected. However, an inconsistency of current consumption and battery voltage was noted. This inconsistency led to the automatic detection of the battery status eri and a notification via home monitoring to assure the patients safety. The device was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The battery voltage as well as the overall current consumption of the electrical module were directly measured. Thereby a normal current consumption could be confirmed. However, the measurement of the battery voltage revealed a depleted battery. Therefore the battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The visual inspection of the battery did not reveal any external signs of damage. In a next step, the battery was opened for destructive analysis. The inspection of the inner assembly of the battery revealed that an increased internal self depletion within the battery contributed to the clinical observation. In conclusion, the device was implanted for 42 months. An increased internal self depletion within the battery contributed to the clinical observation. Based on the analysis all therapy functions of the ICD were entirely available while the device was implanted and in service.